Manufacturer narrative:
(B)(4).

Event description:
It was stated the morning of the report, ¿one of the parts flipped under the skin.¿ it was also reported one side of the settings were checked and everything was ¿okay,¿ but the other side is a ¿mystery.¿ it was noted the patient flipped the implantable neurostimulator (ins) back after noticing it was ¿flipped upside down and around.¿ the right ins was reading on and okay and it tested ¿fine.¿ the left side would not read initially, but after the patient flipped the ins back ¿now it says that it¿s on and it¿s okay.¿